Event description:
During initial testing at the user facility, the device did not detect a proximal occlusion. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.